Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 320mg/dl; she was treated with and insulin drip. The customer stated that her glucose level did not drop no matter how much insulin she took. Troubleshooting was performed, and the insulin pump passed the self test. The customer believes that the leaks in the infusion set/reservoir caused her high blood glucose. The customer called back and stated that the night before her glucose level went up to 500mg/dl; she disconnected at the quick release and put 16 units into a bolus, a drop barely formed did exit. The customer believes that the insulin pump was not functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.